Event description:
Ems personnel were attempting to treat a pt in cardiac arrest. The pt was diagnosed asystolic and external pacing was attempted. Allegedly the device displayed a connect leads message and would not pace. A backup device was used. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion of the pt's lack of viability and the availability of a backup device.